Event description:
Related manufacturer report #: 2017865-2024-32936. It was reported, that the patient had twiddler's syndrome. And it caused the implantable cardioverter defibrillator (ICD) to move considerably in the pocket. And also caused the chronic right ventricular (rv) lead to pull back into the superior vena cava (svc). The chronic rv lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The measured full helix extension length was within specification.